Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to high pacing thresholds 3.3v, 0.4 ms, 702 ohms. Should additional information be received, this file will be updated.